Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring multiple times on device. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, was instructed to place current pump in storage mode and return it using pre-paid label, and was advised to manually enter pump settings and reconnect cgm on replacement device, which customer understood and acknowledged.